Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 0(B)(6) 2026. According to the patient¿s parent, on(B)(6) 2026, while the patient¿s cgm was reading 90 mg/dl and the bg was 420 mg/dl, the patient was feeling nauseous and weak in his legs. The parent called the ambulance and when they arrived, they did a fingerstick which showed a bg reading of 436-438 mg/dl. The parent could not provide the cgm reading at that time. No medication or treatment was given by the paramedics, and the patient was taken to the hospital. Upon arrival at the hospital, they did a fingerstick however the parent does not know what the bg reading. The patient was given IV fluids and stayed at the hospital for less than 24 hours. The patient was feeling better at the time of the call. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.